Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. Additionally, foreign material was found in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, nozzle clogged, and c-cover burned, could not be identified. Although we collected the following information, we could not specify why the foreign material remained at the nozzle. There was no report that the nozzle was deformed, broken, or the like. We could not receive information on reprocessing method from the user. Although we confirmed that black rubbery foreign material clogged the nozzle, we could not identify the foreign material. The c-cover burned, could not specify root cause of the suggested event. We presume that the suggested event occurs in case that high-frequency endo therapy accessories are used without sufficient distance from endoscope distal end. However, the user did not provide answer to information request on reprocessing method from sbc. We therefore judged that information may not be collected further. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿3.3 inspection of the endoscope 3.8 inspection of the endoscopic system. 5.5 manually cleaning the endoscope and accessories.¿ olympus will continue to monitor the field performance for this device.